Event description:
On (B)(6) 2009 the pt reported that his infusion device displayed e6 (mechanical) error while he was sleeping on (B)(6) 2009 and he switched to his backup infusion device at that time. To troubleshoot the pt was instructed to insert a battery into the primary device and to retract the piston rod. He stated that the piston rod began to retract for 1-2 seconds and then stopped. He stated that "returning piston rod" was displayed on the screen and the infusion device was making a "grinding noise." The infusion device then displayed e10 (cartridge) error. The pt then stated that within the past "month or two" he has noticed moisture droplets in the cartridge compartment of the infusion device and on the outside of the insulin cartridge when the cartridge is changed. He stated that at times he does reuse insulin cartridges. He was advised against reusing product. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.